Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), perforation ('organs punctured') and device dislocation ('migration of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and infection ("infection nos"). The patient was treated with surgery (essure removed on (B)(6)2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, infection, pelvic pain, perforation and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation'), perforation ('organs punctured') and device dislocation ('migration of device') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding") and infection ("infection nos"). The patient was treated with surgery (essure removed on (B)(6) 2019). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, device dislocation, dysmenorrhoea, pelvic pain, abdominal pain, vaginal haemorrhage and infection outcome was unknown. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, fallopian tube perforation, infection, pelvic pain, perforation and vaginal haemorrhage to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.